Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that catheter kink occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During advancing, the catheter was kinked. The device was removed and the procedure completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable. However, device analysis revealed the imaging window was detached from the lapjoint section.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the device returned with the imaging widow detached in the lap joint section. The imaging window was not returned for analysis.